Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where the physician was unable to remove the sensor after two attempts.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The case was created out of a social media comment where user mentioned the first removal took about 45 minutes and the second one was still in the arm after two attempts. User's physician was contacted regarding this who informed that the sensor was located in the adipose tissue and would prefer to attempt the removal in the presence of a an rcm. Rcm team was followed up regarding the removal attempt. However, no response was received despite making multiple follow up attempts. No further investigation was found necessary. D2. Product code updated to qhj.